Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: a2, a4, a5, a6, b6, b7, g2, h6 (f27, a090203 removed). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope (error e315). Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the reported malfunction could not be identified, and the most probable root cause of the incompatible scope (error e315) was traced to component failure as the scope unit was immersed in liquid. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope had noisy image. The event occurred during preparation for use, prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.